Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument pitch cable was broken at the distal clevis hub of the instrument. The cable segment that contains the crimp was still installed in the clevis of the instrument. The clevis did not exhibit any damages or wear marks. Additional observation that was not reported by the site was that the instrument distal pulley had a mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the medical indentations/burrs damage maybe due to mishandling/misuse. There were no other damages found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reported complaint of the instrument seemed to move on its own, and it was very loose does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable and the pulley damages found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that the instrument seemed to move on its own, and it was very loose. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.